Event description:
A malfunction alarm was reported, but there was no adverse impact on the customer's blood glucose level. Tandem technical support provided instructions to reset the pump, which the customer followed successfully, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any future issues arose.